Manufacturer narrative:
Device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 10 april 2024, it was reported that five infusion sets were not adhering. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.